Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus was not working due silicon fatigue. The existing device was explanted and replaced. No patient complications reported.